Event description:
The device was being utilized on a pt with scar tissue in the femoral area. After cannulating the artery with a needle and a guidewire, the access site was dilated with a 5 fr. Dilator. The catheter was placed over the wire; however, an attempt to advance into the artery was unsuccessful. The catheter was removed and the access site was again dilated with a 6.3 fr. Dilator. A 5 fr. Sheath was inserted and the catheter placed through the sheath for an aortogram. It was noted at this time the catheter had only one marker band. Fluoroscopy failed to find the other band, which was later noted to be entrapped on the tip of the 6.3 fr. Dilator.